Event description:
Rn reports seeing the pump change rates for a couple minutes after midnight and then changing back. The pump was not changed or touched by the nurse for this rate change. Biomed has inspected the pump, but was not able to replicate the error. Manufacturer notified and report sent to them by biomed.